Event description:
The customer reported that the pump button was not functioning and experienced a quick bolus alert 34, which indicates the pump detected too many button presses. Cts guided the customer through troubleshooting steps, confirming that the lights flashed when the pump was placed on the charging pad but not when the button was tapped. There was no reported impact to the customer's blood glucose level. The customer will use mdi as a backup insulin therapy and was instructed to allow the pump's battery to deplete before returning it. The pump was replaced, and a replacement was sent to the customer with instructions for return and receipt acknowledgment.